Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back and under the front therapy electrode (te) pad. The patient alleged that her skin was raw and peeling. The patient consulted her physician who advised to use a powder. Follow-up indicated that the rash had improved and the patient was going to continue wearing the device.